Event description:
It was reported the device was used during an ob/gyn case. The device is from a fd062 tray, lot k48p82. It was reported the rep was told the device would not staple. It is unkn0wn whether this occurred on the first firing or reload firing. Rep stated no other info is available. There was no consequence to the pt.